Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can presumed that it was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The events can be detected/prevented in accordance with the following instructions for use: chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image had vertical lines. In addition, the evaluation found the following; the bending section cover had a scratch and a chip. Due to deformation of the bending tube, the connection between the bending section and the connecting tube was not secured. The video connector was deformed and the bending tube was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had intense noise and the video had blacked out. The issue occurred during an unspecified procedure and the procedure was completed using the same set of equipment. There were no reports of patient harm.